Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a hematoma removed. The location of the hematoma was in the spinal epidural space. The patient's symptoms were numbness. The patient was released from the hospital after one day and is reportedly doing well.